Event description:
On (B)(6) 2015, the reporter contacted lifescan (B)(4), alleging unusual issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
On (B)(6) 2015, the lay-user/patient contacted lifescan (lfs) (B)(4), alleging that her onetouch verio2 meter was displaying a ¿control solution¿ message immediately after applying the sample. The complaint was classified based on the customer service representative (csr) documentation. The patient reported that the alleged meter issue began the day prior to contacting lfs. The patient informed the csr that she manages her diabetes with insulin (self-adjuster). The patient reported that she was unable to test their blood glucose with the subject meter due to the reported issue as no countdown and no results were displayed. In response to the alleged issue, the patient reported adjusting her insulin after meals (no exact dose given). The patient denied developing any symptoms and there was no mention of medical treatment/intervention received as a result of the alleged issue. The patient claimed they did not perform blood glucose tests on any other device. At the time of troubleshooting, the csr walked through resolving the issue and the alleged issue remained unresolved. Replacement products were sent to the patient. Based on the information provided, there is no indication that the subject meter caused or contributed to a serious injury. The patient did not develop symptoms suggestive of severe hypoglycemia or hyperglycemia, nor receive medical intervention for either of these conditions. However, this complaint is being reported as a malfunction because the alleged meter issue remained unresolved at the time of troubleshooting.